Event description:
It was reported that the patient shut the stimulator off for recharging but when she went to turn the stimulator back on she could not feel stimulation on the left side. The patient experienced a lack of effect. The patient could feel stimulation on the right side. The patient has two programs and increased both of them. The patient maximized the settings but still did not feel stimulation. The stimulator is located in the patient's backside. The patient was seen by the physician. It was suspected there was a kink in the lead. X-rays were taken. The x-ray results were not provided. Replacement surgery is probable. The patient outcome was reported as "no injury".